Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was experiencing ineffective therapy and tingling sensation. Several attempts of troubleshooting was unable to resolve the issue. As such patient is awaiting surgical intervention to explant the entire system.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(6) , batch: a000124237.